Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. H3 other text : device not returned.

Event description:
It was reported by customer, "I just had an incident where the tubing in our arterial line kit disconnected mid-case, resulting in loss of arterial line as well as blood loss in a prone, tucked patient. The point of weakness was just proximal to the furthest connection from the catheter itself. Tubing was not saved. This did not cause a clinically significant delay in medication." Additional information received 14 july 2023. Product used in the or, packaging is not kept. Blood loss 100ml. It is unknown how long the line was disconnected. This event paused a surgery as it was discovered mid surgery and caused clinically significant delay in treatment. A new arterial line needed to be placed.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a detached luer lock adaptor was confirmed and appears to be manufacturing related. A photo of two statlock extension sets were returned for evaluation. One of the samples appeared unused and unremarkable. The other extension tubing appeared to be the implicated product; the male luer lock adapter in this unit had separated from the extension tubing. What appeared to be an adhesive fillet was observed on the extension tubing and the tubing end appeared to be straight. The characteristics seen on the sample indicated that the tubing likely dislodged from the adaptor rather than broke. It appeared that the adhesive joint between the components failed. The returned photos exhibited the same features as a known issue.

Event description:
It was reported by customer, "I just had an incident where the tubing in our arterial line kit disconnected mid-case, resulting in loss of arterial line as well as blood loss in a prone, tucked patient. The point of weakness was just proximal to the furthest connection from the catheter itself. Tubing was not saved. This did not cause a clinically significant delay in medication." Additional information received 14 july 2023 product used in the or, packaging is not kept. Blood loss 100ml. It is unknown how long the line was disconnected. This event paused a surgery as it was discovered mid surgery and caused clinically significant delay in treatment. A new arterial line needed to be placed.